Event description:
Hta machine did not allow draining of the fluid, showed "error, problem with heater controller" no adverse event occurred, however, the case was delayed approx. 45 minutes during which time the pt remained under anesthesia. It may be important that this machine had undergone a new software program installation the previously week and had not been used since that time.